Event description:
Customer reported having received an unexpected restart alarm during priming. Customer stated that the drive support cap is sticking out. Customer's blood glucose reading was 310 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test, due to loose and protruded drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.